Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that following a few days of use with the listed device it was found to be leaking at the cuff. The cuff was filled with 2-2.5 ml water. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample returned for evaluation. Visual inspection revealed a cut on the airway at the excess hole of the proximal side of the neck strap. It appeared to be from coming into contact with a sharp object. All products are 100% leak tested prior to packaging. The unit was reported to have been in use a few days prior to leaking. The instructions for use state to "guard against product damage by avoiding contact with sharp edges". Investigation was unable to identify a definitive root cause; however it is unlikely the event was due to manufacturing defect.